Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The or manager reported the following event : "during surgery, when implanting a gamma nail, the surgeon took a hammer and the screw broke. The surgeon has to use a second device available in the ancillary. No debris left into the patient , xray performed to check and it's ok."

Manufacturer narrative:
The evaluation revealed the gamma3 nail holding screw (nhs) to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nhs returned was documented as faultless prior to distribution. As the device had been in use for approx. 4 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The provided nhs show that a rim part was completely broken off from the head, around the broken part deformations and abrasions were visible indicating that the nhs rim part was heavily impacted using an unknown tool like a chisel. Due to the impacts the rim material got overloaded and a part was broken off in a brittle fracture. The nhs was most likely impacted to implant a nail with hammer blows. Hammering the nhs directly is not allowed; the target device is marked with the marking ¿do not hit!¿ to prevent direct blows with a hammer. A new target device was designed (cat# 13200111), including a slot for the strike plate (cat# 18060150) to make nail insertions by hammering possible. The broken nhs is related to an abnormal usage. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
The operating room manager reported the following event : " during surgery, when implanting a gamma nail, the surgeon took a hammer and the screw broke. The surgeon has to use a second device available in the ancillary. No debris left into the patient, xray performed to check and it's ok."